Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that patient stated that low suction. Trying to transfer to customer service. Patient called in stated that the purewick urine collection system was making a gurgling noise and had low suction power. Representative advised they did not return unless unopened and they qualify for an exchange due to being in compliance with that warranty if they could did the trouble shoot. They stated that did not want to did it because they did it themselves and representative explained that they had to follow protocol in order to get the exchange if it fails, requested for supervisor call and then changed their mind and would call back when they was next to the machine to trouble shoot. Used with female wicks. No additional information provided. It was unclear if troubleshooting was provided. Per additional information received via email on 04sep2025, it had not been resolved because they did not had the machine in front of us to test over the phone which was ridiculous. They just bought the machine had not even used it a week and it did not had good suction. They know how to test it and would know if it was working properly because this was the 3rd system they had bought. This last one purchased was to replace the 1st one that stopped working but they would call again because they did not realize there was a 3-year warranty on it.

Event description:
It was reported that patient stated that low suction. Trying to transfer to customer service. Patient called in stated that the purewick urine collection system was making a gurgling noise and had low suction power. Representative advised they did not return unless unopened and they qualify for an exchange due to being in compliance with that warranty if they could did the trouble shoot. They stated that did not want to did it because they did it themselves and representative explained that they had to follow protocol in order to get the exchange if it fails, requested for supervisor call and then changed their mind and would call back when they was next to the machine to trouble shoot. Used with female wicks. No additional information provided. It was unclear if troubleshooting was provided. Per additional information received via email on 04sep2025, it had not been resolved because they did not had the machine in front of us to test over the phone which was ridiculous. They just bought the machine had not even used it a week and it did not had good suction. They know how to test it and would know if it was working properly because this was the 3rd system they had bought. This last one purchased was to replace the 1st one that stopped working but they would call again because they did not realize there was a 3-year warranty on it.

Manufacturer narrative:
Upon further review, bd has determined that this MDR is not reportable. Submitting the investigation details as additional information. The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. The product catalog number for this device is unknown. Therefore, bd is unable to determine the associated labeling to review. A DHR could not be performed since no lot number was provided. Correction: d. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.